Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. Device evaluation: the patient interface was returned confirming the reported lot number of 60113661. The dimensional measurements were found within specifications, however, the suction test failed. The reported loss of suction issue is confirmed. Operational problem was identified as the failure mode. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# 60113661. All devices met material, assembly and performance specifications at the time of product released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported suction loss on the patient¿s right eye during surgery with an intralase patient interface (pi) after the patient was applanated and after laser fired. It was noted that there was one (1) procedure lost and the surgery was completed successfully by switching-out the pi.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.